Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-26828. The report was submitted in error.

Event description:
It was reported that there was a system fault during testing. There was no patient injury.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.